Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported via social media that myocardial infarctions and a cerebral vascular accident occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds). The patient experienced two myocardial infarctions and a stroke in (B)(6) 2022. No further information regarding the patient is available.